Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with bolus delivery. It was also reported that the wake button was unresponsive. Customer¿s blood glucose was 196 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.

Event description:
It was reported that the customer experienced difficulty with bolus delivery. It was also reported that the wake button was unresponsive. Customer¿s blood glucose was 109 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.